Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer stated that he had passed out and was transported, by the ambulance, to the hospital. The customer's blood glucose at the time of the event was 800 mg/dl. The customer was treated with an insulin drip. The customer stated that the issue was that the infusion set had bent when inserting it. The customer mentioned that he had lost 110 pounds. The customer described another incident in which he was accused of being drunk due to low blood glucose levels while driving. The customer stated that his blood glucose was 247 mg/dl before entering the car and that when the police took him out of his car, his blood glucose was 30 mg/dl. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.